Event description:
It was reported by the pt that they sustained redness, a burning sensation, and tightness of the throat six months post hair removal treatment to the face with a lumenis lightsheer laser. The pt refused to report user facility info.

Manufacturer narrative:
An eval of the reported event details including a conversation between a lumenis medical subject matter expert and the pt's primary care physician, (B)(6), concluded that the subject device was not related to the pt's reported condition. The primary care physician reported that they were working on the mental health aspect of the pt's sequela.